Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to a corroded keypad trace. A scratched display window and cracked reservoir tube lip was also noted.

Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. The blood glucose was 15.0mmol/l, and the customer treated with a manual injection. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued and the time clock was not advancing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.